Event description:
As reported, approximately twenty-nine months after implantation of a palmaz 30 mm. Stent in a pediatric patient¿s homograft (human donor graft) for recurrent homograft stenosis, the stent was noted to be fractured during angiography. The stent was noted to be mostly intact but a small piece of the fractured stent was noted to have traveled to the pulmonary artery. The physician was not too concerned about the migrated portion and was not going to retrieve it as the patient was reported to be doing well. The physician had planned to treat the stenosis by balloon angioplasty but due to the fractured stent, a second palmaz stent was being implanted in alignment with the existing palmaz stent. The patient was reported to be doing well and the physician is monitoring the patient¿s status. Additional information has been requested.

Manufacturer narrative:
Approximately twenty-nine months after implantation of a palmaz 30 mm. Stent in a pediatric patient¿s homograft (human donor graft) for recurrent homograft stenosis, the stent was noted to be fractured during angiography. The stent was noted to be mostly intact but a small piece of the fractured stent was noted to have traveled to the pulmonary artery. The physician was not too concerned about the migrated portion and was not going to retrieve it as the patient was reported to be doing well. The physician had planned to treat the stenosis by balloon angioplasty but due to the fractured stent, a second palmaz stent was being implanted in alignment with the existing palmaz stent. The patient was reported to be doing well and the physician is monitoring the patient¿s status. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU (instructions for use) as such. Another cause of stent fracture may be internal stress on the structure. A significant amount of internal stress is considered to be transmitted to the stent material as a result of pulsatile flow. The vessels are prone to and undergo biomechanical forces such as flexion during movement. Vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. The reported ¿stent- fractured-separated (peripheral)¿ and ¿stent- migration - (peripheral)¿ could not be confirmed as the device was not returned for analysis, nor were images supplied. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a DHR could not be completed. The information available does not suggest a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.